Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency and urge incontinence. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with internal repair with mesh placement and a mid-urethral mesh placed, cystocele with mesh repair, pubovaginal mesh, laparoscopic-assisted vaginal hysterectomy and bilateral salpingo-oophorectomy; due to symptomatic fibroids with menorrhagia, stress urinary incontinence and anterior vaginal prolapse. It was reported that the patient underwent a surgical revision procedure on (B)(6) 2008 due to pain and mesh erosion. On (B)(6) 2012, the patient underwent a partial explants done due to bleeding and mesh embedded in abdominal cavity.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that the patient underwent mesh revision/removal on (B)(6) 2012 due to bleeding, mesh embedded in abdominal cavity and mesh exposure. (B)(4).